Event description:
It was reported that the probe overheated and the lining melting.

Manufacturer narrative:
The event description states that there was overheating and that the insulation melted. During the returned unit¿s evaluation, the insulation damage observed is not compatible with the damage reported. A portion of the insulation down the lumen (not closed to the tip or distal end) seemed to be corrugated (like if twisting pressure was applied on that portion of the lumen), however, no torn/melted insulation or any scratch marks were observed. There are minimal insulation damage observed in this uniy. The probable root causes for the observed condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. Risk reduction measures and controls are in place at the manufacturing line to capture any possible insulation related condition through 200% visual inspection of all serfas energy probes. The activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, based on the visual inspection, the unit seemed to have been extensively used during surgery. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, the unit must be discarded before use. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse. After performing the visual inspection on the returned unit, a portion of the insulation down the lumen (not closed to the tip or distal end) seemed to be corrugated. It is possible that the probe was in contact with a hard instrument (possibly a cannula) against which pressure was applied while in use, consequently causing the twisted like marks down the lumen. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.